Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, characterized by cloudy peritoneal effluent fluid and positive peritoneal effluent fluid cultures, which required antibiotic therapy. The etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. Despite the serious adverse events, the pdrn reported the patient continues to utilize the same liberty select cycler without reported issue. Those individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum. Based on the information available, there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction occurred. Therefore, the liberty select cycler and liberty cycler set can be disassociated from the patient¿s serious adverse events. Furthermore, the patient continues to utilize the same liberty select cycler as before the events without reported issue.

Event description:
A peritoneal dialysis (pd) patient¿s caregiver on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient¿s caregiver stated that the patient¿s solution was cloudy. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was hospitalized for peritonitis on (B)(6) 2022 and was discharged on (B)(6) 2022. The cause of the patient¿s peritonitis was unknown as the patient practices aseptic technique and has not had any reported fluid leaks. The patient¿s culture results were positive for peritonitis; however the date of the culture and the organism were unknown. The patient was prescribed and treated with an unknown course of antibiotics. The patient recovered and was discharged from the hospital. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient¿s caregiver on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient¿s caregiver stated that the patient¿s solution was cloudy. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was hospitalized for peritonitis on (B)(6) 2022 and was discharged on (B)(6) 2022. The cause of the patient¿s peritonitis was unknown as the patient practices aseptic technique and has not had any reported fluid leaks. The patient¿s culture results were positive for peritonitis; however the date of the culture and the organism were unknown. The patient was prescribed and treated with an unknown course of antibiotics. The patient recovered and was discharged from the hospital. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Event description:
A peritoneal dialysis (pd) patient¿s caregiver on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient¿s caregiver stated that the patient¿s solution was cloudy. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was hospitalized for peritonitis on (B)(6) 2022 and was discharged on (B)(6) 2022. The cause of the patient¿s peritonitis was unknown as the patient practices aseptic technique and has not had any reported fluid leaks. The patient¿s culture results were positive for peritonitis; however the date of the culture and the organism were unknown. The patient was prescribed and treated with an unknown course of antibiotics. The patient recovered and was discharged from the hospital. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.